Event description:
It was reported that the customer received a no delivery alarm during a manual prime. The customer stated that the cannula was not bent and that some of the infusion sets did not stick very well. The customer's blood glucose was unknown. Troubleshooting could not be done because the issue was a past event. Advised to call back when the alarm occurred in order to troubleshoot. Advised that replacement infusion sets would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.